Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to loosening and infection. Acetabular shell, acetabular liner and femoral head were explanted.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: g7 bispherical shell 50d, catalog #: 110017331, lot #: 3983925, medical product: g7 neutral e1 liner 36mm d, catalog #: 010000856, lot #: 6014239. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to loosening and infection. Acetabular shell, acetabular liner and femoral head were explanted.